Event description:
Boston scientific received information that this patient received shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) was consulted to review the event and discussed possible programming options. Ts discussed that the device was operating as programmed. The physician will continue to monitor the issue and no programming changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.